Manufacturer narrative:
An evaluation of the trestle luxe screw is not possible at this time. The identifying part and/or lot number is unknown and has not been provided. The trestle luxe screw remains implanted within the patients c4 cervical vertebrae.

Event description:
Post op x-rays revealed a trestle luxe screw had backed out of position (c4) and is no longer properly seated below the plates locking mechanism.